Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that he missed an anti-e with cell #6 when testing with biotestcell-i11. The customer reported that a patient with an anti-e correctly reacted positively with cell #2 and #11 of biotestcell-i11 on tango optimo, but negatively with cell #6 of biotestcell-i11 on tango optimo. The customer returned the sample that had caused the false negative test result and the supposedly defective product was returned, too. Because the vial containing the complaint sample was not closed properly, it had leaked. Our quality control laboratory therefore, tested the retained biotestcell-i11 sample with the patient sample on tango optimo. The sample correctly reacted positively with cell #2, #6 and #11 of biotestcell-i11, which are e positive. Our quality control laboratory also tested the retained biotestcell-i11sample with different negative and positive controls. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.